Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported failed accuracy. The device was received with a loose latch lock handle. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported problem. To further investigate, an accuracy test was performed. Customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information received a smiths medical cadd solis vip 2120 pump failed accuracy -11.65% . Event occurred during testing with no patient involvement.